Manufacturer narrative:
An event regarding revision involving an unknown head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: not performed as no lot ID was provided for review. -complaint history review: not performed as no lot ID was provided for review. Conclusions: the exact cause of the event could not be determined because device information and patient medical records were not provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right hip - removed a 28mm plus 5 morse taper head. Replaced with a 32mm plus 10 head.

Event description:
Right hip - removed a 28mm plus 5 morse taper head. Replaced with a 32mm plus 10 head.

Manufacturer narrative:
The catalog number is unknown at this time. Device description reported as unknown 28mm plus 5 morse taper head. When completed, the evaluation summary will be submitted in a supplemental report.